Event description:
The facility reported a pump with a recall problem.it is unk when this problem occurred.it is also unk whether there was any patient injury or medical intervention necessary according to the hospital representative.